Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) osseotite® tapered certain® implant 4 x 11.5mm (int411) was returned for investigation. Visual evaluation of the as returned product identified the implant neck to be fractured and the top part crushed in to the drive feature. Bone pieces present on the external threads. Device history record (DHR) review was completed for the subject lot number (893885). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (893885) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
Doctor reported the implant in tooth location 30 fractured in the neck and was removed.